Manufacturer narrative:
Please note the correction to d3. The reported event could be confirmed, since as per the device label and information, it expired on 28th february 2023 while the surgery happened on (B)(6) 2023. The device inspection was not possible as the product was not returned for investigation. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. Information regarding the device, including its expiration date is clearly available on its packaging. Therefore, it is the responsibility of the operating surgeon and the staff to check that before the surgery. This is required as per IFU. If device is returned or any further information is provided, the investigation report will be reassessed.

Event description:
As reported: "primary procedure, right side gamma nail. After operation was complete and the branch tried to bill the order, a disposable opened for the case was unable to be billed because it was expired. Discovery was made 12 days post op. The disposable came into contact with another instrument but did not come into contact with the patient. Surgery was completed successfully with no delay. Guide wire expired 28-feb-2023".

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. Should additional information become available, it will be provided in a supplemental report.

Event description:
As reported: "primary procedure, right side gamma nail. After operation was complete and the branch tried to bill the order, a disposable opened for the case was unable to be billed because it was expired. Discovery was made 12 days post op. The disposable came into contact with another instrument but did not come into contact with the patient. Surgery was completed successfully with no delay. Guide wire expired 28-feb-2023".